Event description:
It was reported that the bed exit was ringing as nurse call.

Manufacturer narrative:
Conclusion - the hospital ordered beds with the "no docker cable" option; such beds are not intended to interact with the nurse call system. Therefore, the bed pin-out settings (on cpu) were not configured to do so.